Event description:
It was reported that (1) ez45b was used during a thoracotomy procedure. It was reported by the rep that the ez45g is not properly closing and discharging staple. Opened another device to complete the case. There was no consequence to pt.